Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event chronic urticaria/ hives (pt: urticaria chronic), was deemed to meet the serious criteria of permanent damage. The device history record for belotero balance, lot number 321443/1, was reviewed. A lot search was conducted on the reported lot, and no other similar events were noted. The device history record contains a nonconformance related to the reported lot, but none that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2022-00157, referring to the same patient. This case was linked to lssmv case (B)(4), referring to the same patient. This spontaneous report was received from a german physician and concerns a patient. The patient was injected with belotero balance, into the lips and perioral, in (B)(6) 2022 (reported as around the (B)(6) 2022). On the same occasion, the patient was injected with belotero intense, into the lips and perioral. As reported, the patient had a possible covid-19 vaccination in the past few weeks (prior to this report). In (B)(6) 2022, after the treatment with belotero balance, the patient experienced severe swelling, that spread all over the face. The outcome of the event was reported as not resolved. Follow-up information was received on 16-aug-2022: the event term severe swelling was amended to severe swelling/allergic reaction and the coding was changed from injection site swelling to injection site allergic reaction. The patients gender was provided. She was was injected with a total of 0.1 ml of belotero balance, into the upper lip area and radial folds (as reported). Batch number was reported as 321443/1. A lot search in the global safety database was conducted. The patient was concomitantly a total of 0.9 ml of belotero intense, into the nasolabial folds and marionette lines. Batch number was reported as 550086/1. In (B)(6) 2022, after the belotero intense injection, the patient experienced an allergic reaction. The outcome of the event remained unchanged. Follow-up information was received on 31-aug-2022: the batch record review was received and the lot number for belotero balance was confirmed as 321443/1 (expiry date: 10/2023). Case closure dated on (B)(6) 2022: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow up information was received on (B)(6) 2022: the case was upgraded to serious. The event term severe swelling/allergic reaction was amended to severe/ persistent swelling/ allergic reaction/ type I reaction. The coding remained unchanged. The event chronic urticaria/ hives and felt burn out were added. The patients initials, date of birth, age, weight (approximately 60 kg) and height (approximately 170 cm) were provided. The patient was 51 years old at the time of the event. She was injected with a total of 0.2 ml of belotero balance, into the nasolabial, radial wrinkles on and above the upper lip and marionette lines, on 22-jul-2022 she was concomitantly injected with a total of 0.8 ml of belotero intense, into the nasolabial, marionette lines and radial wrinkles on and above the upper lip. The patient was injected with 0.5 ml into 6 injection points on each side. The cannula from the package was removed. The patient had previous aesthetic treatments without adverse events. The patient had no known allergies. The patients past medical history included an ovariotomy. The patients medical history included a condition after an ovariotomy due to a malignom, prior 2008. Further surgical intervention were reported as none. Concomitant medication included estreva gel. On (B)(6) 2022, 3 hours after the belotero balance injection, the patient experienced persistent swelling. On the same day, she experienced a type I reaction. The patient received intravenously 100 mg decortin. The local swelling persisted in the face area and nasolabial. In approximately at the end of july 2022, she experienced a chronic urticaria.the patient also experienced a recurrent hives on the body and felt burn out. The patient was not hospitalized. Corrective treatment was not necessary to prevent permanent damage. The outcome of the event severe/ persistent swelling/ allergic reaction/ type I reaction, was reported as not resolved (remained unchanged). The outcome of the event chronic urticaria/ hives was reported as not resolved. The outcome of the event felt burn out was unknown. In the opinion of the reporter, the events were not life-threatening, possibly permanent, caused the newly diagnosed chronic illness (also reported as urticaria) and were related to belotero balance.